Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized with diabetic ketoacidosis. The customer declined troubleshooting with tandem technical support and declined to provide additional information. Reportedly, the customer reverted to an alternate form of insulin therapy.